Event description:
A customer contacted beckman coulter inc., (bec) and reported there was a greenish liquid leak at the main diluter panel on the coulter lh 500 hematology analyzer, but could not find the source. The operator was wearing personal protective equipment (ppe), consisting of a lab coat and gloves at the time of the event. There was no exposure to mucous membranes open wounds. Medical attention was not sought. The customer did not come in contact with the liquid. The material safety data sheet (msds) was not reviewed. There is an exposure control or risk management plan in place at the facility. There was no impact to patient results. There was no death, injury or effect to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse found tubing on pinch valve (pv) 43 was leaking. The tubing associated with pv43 is involved with the pathway for cbc waste drain. The fluids associated with the tubing at pv43 may be blood, controls, diluent cbc lyse, and clenz. The fse replaced the tubing and cleaned the fluid. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause for the leak was attributed to tubing associated with pv43 which was in need of replacement. (B)(4).